Event description:
(B)(6) end-stage renal disease pt on dialysis was found to have severe superior vena cava stenosis. Initial angioplasty was attempted with only marginally successful results. Due to suboptimal results, a 14 x 40 mm self-expandable nitinol stent was deployed at the svc stenosis site, but migrated and embolized to the right ventricle. Multiple attempts to snare the stent were unsuccessful. The pt was transferred to emory university hospital (atlanta, ga) for further attempts at endovascular snaring and/or surgical removal of the stent.